Manufacturer narrative:
(B)(4). MFR awaiting product return for eval.

Event description:
Health care professional: reports hemochron response problem. Customer claims hemochron response giving erroneous results. Well 1 gives high results and when some sample is repeated on another instrument, expected result is derived.